Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in the clinic with endocarditis. The device and right ventricular lead were explanted to resolve the event. The patient was stable. Related manufacturer report number: 2938836-2019-05425.